Event description:
Philips received a complaint regarding the heartstart mrx defibrillator, indicating that the device battery does not recharge. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022. The device remains at the customer site. No further evaluation is warranted at this time.